Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional info will be submitted within 30 days of receipt.

Event description:
The report is from the study. The pt was a male with 2-vessel disease and a medical history of previous pci and a family history of coronary artery disease. The indication for the index procedure was a previous q-wave myocardial infarction (mi). Heart rate at baseline was 65/min. Blood pressure was 130/80. Lvef was 30-50%. The target lesion was the proximal left anterior descending artery (lad). The vessel diameter was 2.5mm and the lesion length was 30mm. Pre-procedure stenosis was 90%. The lesion was de novo, irregular contour, eccentric and was not calcified or tortuous. The lesion was pre-dilated with a 2.25x12mm balloon at 10 atm, after direct stenting failed. A crb33250 was electively deployed at 12 atm. A type a dissection occurred and a crb23250 was deployed at 12 atm to treat the dissection. The stent was post-dilated because the stent was not fully expanded. Post-dilation was conducted with a 20x2.5mm balloon at 12 atm. The distal lad was treated successfully with a crb33225. Post-procedure stenosis was 0%. The pt was discharged 2 days later.